Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that their monitor was smoking. Teladoc health contacted the member for additional information, but it was unsuccessful. The patient didn't confirm if medical attention or treatment was provided as part of this event.